Manufacturer narrative:
A review of the logs was performed by software developer. No device malfunction occurred. A review of the logs for bed (B)(4) around 323 on (B)(6) 2014 found that there were constant ECG leads off generated until the transmitter was turned off at 350. The transmitter was not turned back on until 448 at which point a vfib/tach and asystole were generated and silenced. This is a user issue.

Event description:
The customer reported a patient death where they don't believe they were notified of the event. A patient expired, however, the customer does not allege that the equipment was a factor in the patient death.